Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the device got caught in the calcified lesion. When an attempt was made to remove the catheter, it separated. The separated part was able to be removed and the procedure was completed with another of the same device. There were no patient complications.

Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the device got caught in the calcified lesion. When an attempt was made to remove the catheter, it separated. The separated part was able to be removed and the procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection showed the sheath and imaging core were cut and only the proximal section of the device was returned for analysis.